Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video connector (vc), loose serial plate, and minor scratches on distal edge a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a poor image. The issue occurred during preparation for unspecified procedure. There were no reports of harm.

Event description:
It was reported the rigid video scope had a poor image. The issue occurred during preparation for unspecified procedure. There were no reports of harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.